Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient didn't remember exactly their weight. The patient stated the steps taken to resolve the poor coupling and tilted implant was that were walked through reasons they might not be pairing. The poor coupling and tilted implant has been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the implant was not flat and it went towards the rectum which made it tricky to charge. The patient stated she had to move it around to get eight boxes and sometimes only got two. The patient couldn¿t get the remote to come on and got the same screen after replacing the batteries. The patient was able to get the remote to communicate after putting it directly on the skin. The indication for use was spinal pain. No patient symptoms reported.